Event description:
It was reported the customer received the following results on an aviva expert meter, compared to a professional meter, within 10 minutes: 5.1 mmol/l (aviva expert meter) and 2.3 mmol/l (professional meter). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.